Event description:
The customer alleged, the pump was not pumping out food properly.

Manufacturer narrative:
Device was not returned for investigation. This MDR is being sent as part of a retrospective review for reportability.